Event description:
During a fistulogram, the bard atlas balloon ruptured at low pressures (<6 atm) and during attempted removal became detached into the axillary vein and was unable to be retrieved. It was stented to the side of the vein to prevent migration into the central venous system.